Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient hit her head on the trunk of a car resulting in an opening of her incision site. A wound washout was performed and the incision was re-closed on (B)(6) 2018. In addition, the patient was started on prophylactic antibiotics.